Manufacturer narrative:
A product investigation was performed for the device. The actual device was not returned for eval. A review of the device history record was performed. There was no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical dept. Per the parmacovigilance physician the event of ventral hernia is unlikely related to the liberty cycler machine. As reported by the nurse the diagnosis of the hernia predates the use of the cycler. There was no reported machine malfunction. Over the past few months, the ventral hernia had been enlarging resulting in drain complications. The effluent was bloody for a few nights which may have resulted from and increase in the pt's coumadin does at that time. The hernia was surgically repaired. A large incarcerated hernia with omentum was found wrapped around the pd catheter. The pd catheter was repositioned. Currently, the pt is on in-ctr hemodialysis. She will resume ccpd on the same cycler once the incision heals. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis pt's contact called fresenius tech support stating the pt was in drain 1 with 647 ml, expected 2305 ml and won't drain anymore. Pt has been in drain for over 20 mins and the contact stated he sees blood in the pt line. Tech support advised the contact to call their clinic. He said he didn't have any way to contact their rn so I called our on call rn and she called the pt contact back.